Event description:
The asset evis exera ii ultrasound gastrovideoscope was returned to the service center. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported. Upon inspection and testing, the unit was found to have an adhesive malfunction as the adhesive at the distal forceps cover was peeling.

Manufacturer narrative:
The evaluation found the adhesive at the distal end forceps cover was peeling likely due to impact on a hard surface. The scope was repaired and returned to asset stock. A review of the repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was likely caused due to external force the instruction manual identifies the following verbiage within chapter 3 - preparation and inspection: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities."